Event description:
Failure of braun thermoscan pro 4000 ear thermometer probe cover switch. The thermometer would not take temperatures and kept telling the user to install a probe cover which was already installed. The thermometer was returned to the MFR and replaced under warranty by a new unit.